Manufacturer narrative:
This report is submitted on september 12, 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient underwent skin revision surgery under local anesthesia to excise the soft tissue and replace the abutment for a longer one.